Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The lens remained implanted. Product information was provided. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A surgeon reported that after intraocular lenses (iol) were implanted bilaterally, the patient reported halos, glare and feels her reading vision is not good. In a follow up, the surgeon reported that exchanging the lenses has been discussed as an option that is being considered. There are two medical device reports associated with this event. This report is associated with the right eye.